Event description:
This lead was implanted on (B)(6) 2010 and was explanted on (B)(6) 2013 due to high threshold causing the device to have an output of 6.5v @1 .5ms for the past 24 months. This then caused an accelerated battery depletion in which the physician has described as premature. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No additional information is submitted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).